Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after the threshold had increased over time. An echo performed indicated the lead had perforated through the right ventricular apex. The lead was explanted and a new lead was implanted a month later. It is suspected the cause of the issue was with the right ventricular apex itself. The patient condition was good before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.